Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation ring (nav-ring) did not respond at all. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was discovered that the nav-ring did not respond at all. The rse confirmed the issue due to the malfunction of the ring part. The rse determined that the front bezel required a replacement. Onsite repair is currently pending customer order. Device evaluation and repair are pending.

Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the front bezel and navigation ring to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.